Manufacturer narrative:
The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Event description:
The customer reported that the touchscreen on a ventilator was not working and could not be calibrated during device set up. The device was evaluated by the customer and a philips remote service engineer (rse). The customer confirmed the reported problem. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. There was no delay to patient therapy. The customer replaced the touchscreen. The unit was reported to have been repaired and returned to service. No other anomalies were reported.